Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 262 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 200 mg/dl using truemetrix meter and 233 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2017. The customer stated he is testing three times a day (fasting) and taking medication to control his diabetes (insulin). The customer stated he has not made any recent changes in his diet, exercise regimen, or medication. The meter memory was reviewed for previous test result history: 262mg/dl (B)(6) 2017 08:11 pm fasting: yes; 216mg/dl (B)(6) 2017 08:07 pm fasting: yes; 190mg/dl (B)(6) 2017 09:08 am fasting: yes; 195mg/dl (B)(6) 2017 09:06 am fasting: yes; 189mg/dl (B)(6) 2017 08:50 am fasting: yes.